Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, an unspecified channel was programmed for piggyback delivery of zosyn 3.375grams, at a rate of 13.75ml/hr, and a vtbi (volume to be infused) of 55ml, for a duration of 4 hrs and the delivery was started. After approx 1 hr, the device alarmed for an unspecified reason. At that time, the nurse noted the zosyn container was empty. The customer contact reported the tubing set was replaced and therapy was continued using the same device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.